Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. Same patient as (B)(6). It was reported that post coronary stenting treatment procedure pseudoaneurysm occurred. In (B)(6) 2012, the target lesion # 1 was a de novo lesion located in the proximal lad with 70% stenosis and was 22 mm long with a reference vessel diameter of 3.0 mm. The target lesion # 1 was treated with direct stent placement using a 3.00 mm x 24 mm (B)(6) stent. Following post dilatation the residual stenosis was 0 %. Post deployment of the 3.0 x 24 mm (B)(6) stent there was jailing noted in the diagonal branch. Balloon angioplasty was then performed at the ostium of the diagonal using a 2.0 x 12 mm maverick balloon. The patient was discharged one day post procedure on aspirin and clopidogrel. In (B)(6) 2013, the subject had been experiencing intermittent episodes of chest tightness which was subsequently diagnosed as angina pectoris. This worsened while lying flat for the last few weeks. The subject was hospitalized on the same day. The patient had pleural effusion for which he underwent ir tube replacement and drainage. The subject underwent CABG x 2: svg to proximal lad; lima to 1st diagonal. Incidentally, the pseudoaneurysm in the proximal lad was isolated and closed with a pledgeted horizontal matrix suture. In (B)(6) 2013, the event was considered resolved without residual effects and the subject was discharged on the same day.